Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultratome xl device was used in the papilla during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, a clicking sound was observed from the handle and the orientation of the cutting wire and the catheter tip were incorrect when the device exited the scope. The procedure was completed with another ultratome xl device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Event description:
It was reported to boston scientific corporation that an ultratome xl device was used in the papilla during an endoscopic sphincterotomy (est) procedure performed on (B)(6), 2020. According to the complainant, during the procedure, a clicking sound was observed from the handle and the orientation of the cutting wire and the catheter tip were incorrect when the device exited the scope. The procedure was completed with another ultratome xl device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Block h6: device code a1502 captures the reportable event of positioning problem. Block h10: the returned ultratome xl was analyzed, and a visual evaluation noted that the working length was free from obvious kinks and bends. A functional evaluation was performed by introducing the device into the scope and it was noted that the initial orientation of the device was correct when the distal tip exited the scope. Additionally, the device bowed without any problem. No other problems with the device were noted. The reported event was not confirmed. The device did not have orientation problems. Upon analysis, it was found that the device did not have any visual damage, also the initial orientation and bowing of the device inside the scope were found within specifications. The unit returned did not show evidence of either the alleged problems or any defect which could have contributed to the event. Based on all gathered information, the most probable root cause of this complaint is no problem detected since the device complaint or problem cannot be confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.